Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The device was reprogrammed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.